Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - a3a, h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
(B)(6). Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that the only alarm associated with the balloon perforation was gas loss. The field service engineer (fse) who was dispatched to evaluate the unit confirmed the reported blood ingress. The pneumatic interface module (pim) assembly was replaced and the 30psi transducers were recalibrated. The unit passed all functional and safety checks to factory specification. There is an associated complaint for the iab device that caused the issue.

Event description:
It was reported by the customer that during use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) had blood ingress to pneumatic interface module due to iab catheter ruptured. There was no patient harm or injury reported.